Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore the reported leak in the stopcock was unable to be confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot, an expanded related record review and investigation was performed. A product issue potentially related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional stopcock referenced is being filed under a separate medwatch report.

Event description:
It was reported that during an un-specified coronary procedure, air-purging was performed on a balloon catheter which was inside the anatomy. It was observed that air was coming into the 20/30 indeflator from the three-way stopcock. Using a syringe, the physician injected saline into the three-way stopcock, and leakage of saline was seen from the bottom of the white parts of the three-way stopcock. A new stopcock for a new 20/30 priority pack was used; however, air was observed to be coming into the 20/30 indeflator from the three-way stopcock again. A non-abbott stopcock was used and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.